Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that the balloon did not inflate due to leakage from the inflation lumen near the distal end of the thermal filament middle form. Leakage occurred from a slit, about .11 inches long and extended underneath thermal filament cover. The balloon latex was intact.